Event description:
It was reported that the patient developed a mrsa infection with lead vegetation. On (B)(6) 2025, the entire implantable cardioverter defibrillator (ICD) system was removed. The patient was in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report#: mw5164759, mw5164761, mw5164762.